Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a motor error alarm. The alarm occurred after a low reservoir alarm while they were sleeping. They changed the battery, but the alarm still occurred. Troubleshooting was performed. The drive support cap was normal. They could not complete the rewind process due to the alarm. The customer¿s blood glucose during the incident was over 500 mg/dl. They did not mention any form of treatment. Their current blood glucose was 189 mg/dl. The device will be returned for analysis.

Manufacturer narrative:
Unit alarmed motor error during rewind due to corroded the motor home switch. Unable to perform the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests or verify low reservoir alarm due to motor error alarms. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, stained address/serial number label, stained end cap sticker and scratched keypad overlay.